Event description:
Technologist advanced needle into pt's breast and then noticed the autoguide was not latched securely so she latched it. The doctor stated he wanted to check the mounting and intentionally struck the rear of the autoguide on its handle area in a forward direction (toward the pt's breast) with his left elbow. The autoguide unlatched and traveled forward and the needle went further into the breast. The pt was examined for possible needle penetration to the posterior side but no such penetration was found. Pt was given normal post biopsy care and sent home.